Event description:
It was reported that during the implant procedure, the right atrial lead perforated the patients heart and the patient experienced muscle stimulation. The lead was no longer used and replaced. The patient did not suffer any complications.

Manufacturer narrative:
(B)(4). He lead was replaced. No complications for the patient.